Manufacturer narrative:
It was reported that general anaesthetic was used during the skin revision and abutment change.

Manufacturer narrative:
This report is submitted on jun 05, 2018, (B)(4).

Event description:
It was reported that the patient underwent a skin revision on (B)(6) 2018 during an abutment change.